Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device was unable to detect the attached electrode pads via the multifunction cable. Complainant indicated that the clinician tried adult pads as well as pediatric pads without success and then obtained another device to continue treating the patient. Complainant indicated that during subsequent testing with new pads, the device was still unable to detect the electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed and attributed to a faulty transistor on the flex circuit assembly. The flex circuit assembly was replaced, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.